Event description:
It was reported that a plum 360 keeps turning off after the system loads. There was no patient harm reported.

Manufacturer narrative:
Tests: performed self test, visual inspection of device, and mechanism inspection. Self test: powered on the device and found the device had arrived without a battery alarm/device log: the device stored multiple uncontrolled shutdowns. The device did not store any low battery alarms before the uncontrolled shutdown. Probable cause: likely defective/worn battery, unable to verify as the device arrived without a battery, and the problem could not be replicated after the battery was installed. Visual inspection: the device arrived without a battery and battery cover, and installed ICU medical csb battery and battery cover. No signs of damage to the device were found during visual inspection. Updated software per our piezo remediation from 15.20.0.19 to 15.20.2.1 have customer check their certificate, software settings, or software versions with mednet. The device has been reset to the default drug library.